Event description:
The physician attempted to use a neuron max sheath but noticed the hub was kinked and unusable when opening the packaging. The device was never put inside the patient and another was used successfully.

Manufacturer narrative:
Results: there is a break in the proximal shaft just distal of the yellow ID band. Conclusion: the break mentioned in the complaint is confirmed. The cause of this break cannot be directly determined however, similar breaks have been seen due to handling damage when the user is removing the device from the card. If the proximal hub end of the device is pulled at an angle, the catheter shaft may break under force. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.